Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The patient effect of vascular injury (unspecified tissue injury) is listed in the electronic perclose prostyle instructions for use (eifu), as a possible adverse event of use of the device. A conclusive cause for the reported detachment could not be determined. Factors that may contribute to sheath break include, but not limited to, aggressive manipulation during insertion, patient femoral vessel/anatomy variables. The sheath detachment likely due to the entrapment of the device. The patient effect and treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report attachment medwatch uf/importer report # (B)(4).

Event description:
User facility medwatch (B)(4) report states: at the end of the uneventful procedure, the femoral artery sheath was removed and perclose (closure device) inserted into the puncture site. Then the perclose device broke in half leaving roughly 6 inches of plastic lumen in the patient's vessel. Or contacted and surgery performed to remove the device and repair the patient's vessel.